Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance. Drink eight ounces of water every 30 minutes until blood glucose is with bg goal."

Event description:
The pt's father reported that his daughter's blood glucose was already elevated when the pod was activated at 12:12 am on (B)(6) 2012, measuring 397 mg/dl at 12:26 am. A 4.25 unit correction bolus was delivered at that time and her bg started to lower. It remained in normal range for most of that day, reading 97 mg/dl at 3:51 pm. At 4:15 pm she was having about 125 grams of carbohydrate and took a 17.85 unit bolus, but her bg was 323 mg/dl at 6:47 pm. Another 4.05 units were bolused for correction, but his daughter's bg remained above 250 mg/dl until 5:33 pm on 09/13 (249 mg/dl). Over the intervening 23 hours, 11 insulin boluses totaling 59.1 units were given and 4 meals/snacks totaling 222 grams of carbohydrate were eaten. At 6:36 pm on (B)(6) the pod was deactivated and discarded. The daughter had high ketones, so her father took her to the emergency room. She was released at midnight. The caller did not specify any treatment his daughter may have received.